Event description:
During routine monitoring of a patient described as intoxicated, the monitor display allegedly went blank, the service indicator illuminated and the front panel lights began blinking. The operator cycled power and continued monitoring the patient with no other problems reported. There were no adverse affects to the patient reported as a result of the alleged malfunction.